Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass surgery, when on stomach stapling, the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The doctor went to squeeze the handle to fire and it locked up. A new stapler and reload were opened to complete the case. There was no patient injury.